Manufacturer narrative:
(B)(4). Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation procedure while removing fluffy tissue with a loop, one of the ureteral orifices close to the bladder neck was accidently resected. A stent was placed as precautionary measure. There were no adverse consequences to patient health as a result of the reported event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam robotic system was not returned for investigation as it is currently in use at the user facility. A review of the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of similar complaints was conducted for serial number (B)(4), which confirmed no other similar events. A review of similar complaints across all other systems confirmed no other similar events. The aquabeam robotic system instructions for use, ifu0101-00 rev. E, states: 8.31. Sterile: after aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. Use one of the following methods to achieve hemostasis: o non-resective bladder neck cautery followed by foley balloon catheter insertion. Note: cautery may increase the risk of postoperative anejaculation. O under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction, then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) o balloon catheter in bladder with bladder neck traction o balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. O balloon catheter in bladder, no traction. The aquabeam robotic system was not returned for investigation of this event. Although, the reported adverse event occurred during the procedure, the aquabeam robotic system had no involvement on the event. Based on the information received, plus the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.